Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens, but the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the cause of the lens tear was due to not enough viscoelastic was used during loading.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic and one haptic torn off. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.